Event description:
The user received erroneous hcg results for two pt samples in 7 ml bd sst yellow tubes which were questioned by the physicians. They were only able to find one of the original samples for repeat testing. Both of the pts were redrawn and hcg was negative on the new samples. The one sample which was retested had an original result of 49 miu per ml and a repeat result of less than 0.5 miu per ml on (B) (6) 2009. The result from the redraw specimen was less than 0.5 miu per ml and was drawn on either (B) (6) 2009 or (B) (6) 2009. The user did not know the exact draw date. Neither pt was adversely affected based on the initial results.

Manufacturer narrative:
The field service representative was unable to determine a cause. He ran performance tests to verify the analyzer. The user also ran qc.